Event description:
"S/p b subgl infra surgitek bilumens 200cc implants for augmentation. Pt had involuntary atrophy, r greater than l, and had 200:120 r and 200:50 l. Pt developed r contracture and had closed capsulotomy x2 in 1984 and 1988. Mammogram shows r rupture with silicone into r axilla and granuloma in lower medical aspect of breast. This was biopsied under needle location and was benign. Bx confirmed free gel implant so pt presents for definitive rx. Pt c/o some l breast itching/burning pain for 2 yrs. Additionally pt is c/o progressive systemic probs including arthralgias, myalgias, tingling/numbness, chronic fatigue, hot flashes, ha's, visual floaters, dizzy spells, memory loss, dry mucus membranes, sob, choking sensation, ibs, and urinary disturbances and rashes. Pt is otherwise healthy."